Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under her garment and that she was allergic to nylon. The patient consulted her physician who recommended a cream to use for the rash. Follow-up indicated that the rash had not improved. The current medical condition of the rash is unknown.